Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 57 mg/dl at the time of the incident. The customer was at 78 mg/dl at the time of admission. The customer was given intravenous fluids, glucose tablets, and glucagon to treat. The customer experienced symptoms such as paralysis on the right side of their face and body. The customer was wearing the insulin pump during the incident. The customer's pump was exposed to water when the customer went swimming and was no longer working. The pump was beeping unless the battery was removed. The customer also had a high of 250 mg/dl after the moisture exposure. Troubleshooting was not completed. The insulin pump will be returned for analysis.